Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter contamination. The following information was provided by the initial reporter: a part of the vial stopper membrane was identified inside the syringe after aspiration of drug. Vial used: 20 ml vial carbocain 10mg/ml.

Event description:
It was reported that 2 bd microlance¿ 3 needles experienced foreign matter contamination. The following information was provided by the initial reporter: a part of the vial stopper membrane was identified inside the syringe after aspiration of drug. Vial used: 20 ml vial carbocain 10mg/ml

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 200816. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, eleven shelf cartons of product were provided for evaluation by our quality engineer team. Twenty needles from the shelf cartons provided were tested with a lab vial. The needles penetrated the vial at different angles with no difficulties. After microscopic examination, no particles or signs of stopper fragmentation were found in any of the samples tested. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident.